Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The 23mm commander delivery system was returned fully inserted through a 14 fr sheath, with no flex used, 50% of fine adjustment used and delivery system was locked at warning marker. The returned device was visually inspected, and the following was observed: bunching of inflation balloon and residual fluid in balloon distal to valve. Leak on distal portion of inflation balloon. Gross alignment performed successfully. Delivery system able to be locked. There was diving of valve on the flex tip. The device history record (DHR) was reviewed, and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints delivery system balloon leak, valve alignment difficulty, and difficulty crossing the native annulus were confirmed based on visual inspection of the returned device. Investigation of the device revealed no indication that a manufacturing non-conformance contributed to the event. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. For the complaints of delivery system balloon leak and valve alignment difficulty, as confirmed through evaluation of returned device, the inflation balloon of the delivery system contained damage and a leak was confirmed in the distal part of the inflation balloon near the nose tip. As reported, 'during a left transcarotid tavr with a 23mm s3u and 23mm commander, there was difficulty with valve alignment and the balloon was found to have a pinhole leak. The left carotid approach was not a great place to do valve alignment so the team did what they could to do valve alignment, but it required a lot of force to pull the balloon into the valve'. Likewise, it was reported that valve alignment was performed 'right outside the esheath by the r carotid ostium'. Additionally, based on the imagery provided, the patient had a slightly tortuous left carotid artery and a moderately horizontal aorta. Per the training manual for transcarotid approach, 'valve alignment is performed in the ascending aorta using the same procedural steps as the transfemoral approach'. If valve alignment was performed in a non-straight section of the aorta, it may have resulted in increased tension within the delivery system. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and 'dive' into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Partial diving of the valve was observed during evaluation of returned device. It is possible that non-coaxial placement of the valve in addition to valve alignment in a non-straight section caused the increased forces and difficulty with gross alignment reported. The non-coaxial alignment and additional forces may have caused the valve to puncture the balloon, resulting in the observed balloon damage. A definite root cause was unable to be determined at this time. However, available information suggests procedural factors (high valve alignment forces and non-coaxial interaction with strut) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. For the complaint of difficulty crossing the native annulus, as reported, 'the team then went to cross the valve and there was difficulty crossing so the territory manager suggested the team dial 1 cc into the nose cone to aid in the transition from the commander to the crimped s3u valve.' As reported, valve alignment was performed outside of the right carotid ostium and returned patient imagery shows patient had a moderately horizontal aorta. Tortuous patient anatomy and a horizontal aorta can create sub-optimal bend angles, contributing to difficulty navigating and crossing the native valve. A definite root cause was unable to be determined at this time. However, available information suggests procedural factors patient factors (tortuosity/horizontal aorta) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences by edward lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), stroke is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedure related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a thv territory manager(tm) that during a left transcarotid tavr with a 23mm sapien 3 ultra and 23mm commander in the native aortic annulus, there was difficulty with valve alignment and the balloon was found to have a pinhole leak. As reported, the left carotid approach was not a great place to do valve alignment, so the team did what they could to do valve alignment right outside the esheath by the right carotid ostium, but it required a lot of force to pull the balloon into the valve. The team then went to cross the valve and there was difficulty crossing the native aortic annulus . It was decided to inflate the balloon with 1 cc to aid in crossing the aortic annuls, but no contrast was observed in the images, which was attributed to the pressures in the delivery system. The team tried different adjustments to get the commander across the aortic annulus and eventually it popped into the left ventricle. They pulled the delivery system back and were getting ready to deploy the valve. The balloon did not inflate during deployment and they thought that it had a pinhole prick in it. The team pulled the s3u back into the esheath and then pulled everything out together. The team went back in with a new esheath and 23 mm commander system. Valve alignment was done with the nose cone as far into the left ventricle apex as it would go and it aligned with less resistance this time. The valve was deployed successfully, and everything looked good. However, as the patient came out of anesthesia, it was noted that the right side was listless and the vision and sp eech were impaired. A CT done diagnosed as distal emboli to the brain. The last patient status was that the grip strength was improving.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.